Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, an auto pullback was unable to perform and automatic pullback fail. However, the technician reported that after sled reseating the issue was solved. No patient complications were reported.